Event description:
It was reported that balloon rupture occured. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.